Event description:
Ous MDR - after an implantation time of about 60 months, it was reported that the shock impedance was >150 ohm. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by squashing approximately 28 cm distal of the is-1 connector pin. The coatings of the rope conductor to the ring electrode and to the vcs shock electrode showed damage at that site. The observed damage manifestation requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead by the subclavian crush syndrome. X-ray images or diagnostic images of any kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.